Manufacturer narrative:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detachment occurred. It was reported that the orange piece that connects to the clear hub completely dislodged from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hub and gasket remained in place. No excessive blood loss noted. No air was noted to have enter the patient¿s blood stream. The sheath was intact and still over the guidewire and was easily swapped out for a new sheath. No percutaneous surgical intervention was required. Device evaluation details: the device evaluation has been completed. The device was visually inspected and brim cap was found detached from hub. Hemostatic valve and friction ring were not returned. Small traces of glue residues were found on luer hub and this is evidence that the device was properly manufactured. These findings were reviewed and determined they continue to be MDR reportable for the brim cap detachment as this is consistent with the customer¿s reported issue. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the brim cap detachment could be related to handling of the device during the procedure however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detachment occurred. It was reported that the orange piece that connects to the clear hub completely dislodged from the carto vizigo¿ 8.5f bi-directional guiding sheath, large. The hub and gasket remained in place. No excessive blood loss noted. No air was noted to have enter the patient¿s blood stream. The sheath was intact and still over the guidewire and was easily swapped out for a new sheath. No percutaneous surgical intervention was required. Since there is no indication that the bleeding was excessive not that led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction.